Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast augmentation revision with a 425cc mentor memorygel breast implant and experienced a capsular contracture (baker grade 4) and a rupture on the right side post-operatively, which was diagnosed with an ultrasound/MRI. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2024, mentor determined that the patient's date of event was in 2023. On march 14, 2024, after further reviewing the provided information, mentor determined that the patient experienced an event (2023) involving capsular contracture (baker grade 4) and rupture on the right side. This event information has been consolidated and will be captured under manufacturer report (1645337-2024-00336). This report has been updated to reflect the patient's left side. The patient's lot number has been updated to 7575159. The patient's serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since mentor has determined that the patient's event is for the patient's right side and is being documented in manufacturer report (1645337-2024-00336), this report is being downgraded and deemed not reportable. Coding in section h6 has been updated to reflect this additional information. H6 medical device problem code a27: no product quality issue. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). On march 14, 2024, after further reviewing the provided information, mentor determined that the patient experienced an event involving capsular contracture (baker grade 4) and rupture on the right side in 2023. This event information has been consolidated and will be captured under manufacturer report (1645337-2024-00336).